Event description:
During a post spine fusion surgery, the tip of driver broke while inserting the screw. There was a spare instrument in the case and it functioned properly. Surgery time was not extended more than 10 minutes due to the alleged incident. Surgery was completed. Additional anesthesia was not administered due to the alleged incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.